Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that deflation issue occurred. The patient underwent percutaneous coronary intervention (pci). Intravascular ultrasound (ivus) was performed following passage of an unknown guidewire. The 90% stenosed, eccentric, target lesion was located in the non-tortuous and mildly calcified left main trunk to the proximal left anterior descending artery. Pre-dilatation was performed using a wolverine balloon, and a 4.0 x 24mm megatron drug-eluting stent (des) was deployed. An unknown guidewire was then passed into the circumflex artery, and a 5.50 x 12mm nc emerge balloon catheter was used for post-dilatation. The balloon catheter was inflated at 12 atmospheres (atm) and was gradually increased to 17 atm, followed by approximately 15 seconds of balloon expansion before attempting deflation. However, deflation could not be achieved promptly. Negative pressure was applied several times to deflate the balloon, and it took approximately 40 seconds to achieve complete deflation. The balloon was removed in a fully deflated state. The procedure subsequently concluded without incident, and no patient complications were reported.

Event description:
It was reported that deflation issue occurred. The patient underwent percutaneous coronary intervention (pci). Intravascular ultrasound (ivus) was performed following passage of an unknown guidewire. The 90% stenosed, eccentric, target lesion was located in the non-tortuous and mildly calcified left main trunk to the proximal left anterior descending artery. Pre-dilatation was performed using a wolverine balloon, and a 4.0 x 24mm megatron drug-eluting stent (des) was deployed. An unknown guidewire was then passed into the circumflex artery, and a 5.50 x 12mm nc emerge balloon catheter was used for post-dilatation. The balloon catheter was inflated at 12 atmospheres (atm) and was gradually increased to 17 atm, followed by approximately 15 seconds of balloon expansion before attempting deflation. However, deflation could not be achieved promptly. Negative pressure was applied several times to deflate the balloon, and it took approximately 40 seconds to achieve complete deflation. The balloon was removed in a fully deflated state. The procedure concluded without incident, and no patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: an nc emerge mr, ous 5.50mm x 12mm dilatation catheter was returned for analysis. A visual and tactile inspection of the hypotube shaft identified no issues or damages. A microscopic examination identified the balloon was subjected to positive pressure and returned in a deflated state. No pinholes or damages were noted. A microscopic examination of the shaft polymer extrusion identified no issues or damaged. Tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. A functional testing examination identified the device was attached to an encore inflation device, and the balloon was inflated to rated burst pressure of 18 atmospheres and deflated in 3.25 seconds with no issues. The encore device was verified before and after use using the druck gauge. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the analysis conducted within the analysis lab. Functional testing conducted within the lab could not confirm the reported event. The device was attached to an encore inflation device, and the balloon was inflated to rated burst pressure of 18 atmospheres and deflated in 3.25 seconds with no issues.